Event description:
It was reported that the customer experienced blood glucose levels (500 mg/dl) and was hospitalized. Reportedly, elevated blood glucose levels and hospitalization was due to gastroparesis, and pump is functioning as intended.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted.